Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "high pressure" alarms. Functional tests included use testing. The pump was powered up and the reported "double beep" could not be replicated. Fluid ingression was found on the downstream occlusion sensor. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One peripheral intravenous catheter was returned for analysis in used condition. Visual inspection of the catheter noted that the sub-assembly was not included so the valve could not be evaluated. The sample appeared clean and free of any residue. The nose and cannula were measured to verify that they conformed to specification, as excessive clearance may result in blood leakage through the guard. The cannula and nose were within specification. Based on the evidence, the complaint was unable to be confirmed.